Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the december 2020 emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri) after being implanted for a little over four and a half years. Engineering analysis noted that the battery usage appears to have increased and continues to increase. Explant for suspected premature battery depletion was recommended. At this time the s-ICD remains in service and no adverse patient effects were reported.

Event description:
Additional information was received that the s-ICD was explanted for possible premature battery depletion and returned for analysis. A new device was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis.